Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however the investigation has not yet been completed. A follow-up report will be submitted if additional relevant information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. This is the same patient as (B)(4).

Event description:
It was reported that a home patient's (hp) minicap had cracked during use. The hp developed peritonitis in association with this event. The patient stated that they had not over tightened the minicap, when placing the cap on the transfer set. The nurse stated that the hp uses very clean technique, when performing all therapy steps and exchanges. The hp did not inform the nurse about the cracked minicaps until after they were diagnosed with peritonitis. The hp was not hospitalized for the event, however the hp did receive cefazolin, intraperitoneally (ip), for 21 days (dosage unknown) for the peritonitis. The hp was recovering from the peritonitis event. This is report 14 of 14 for this issue.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a damaged minicap was confirmed through a sample evaluation. Visual inspection of the used sample revealed the minicap was cracked at the knit line, on the surface of the cap. The surface crack appeared when the minicap was squeezed from both sides. Pressure testing was performed with no leaks detected. It was possible that the crack occurred due to over-tightening of the minicap on the transfer set, however a definative cause could not be determined.